Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they don't think the pump is working correctly. They used the test strips with meter and when do the blood glucose it does not send it over to the pump. Current blood glucose was 456mg/dl and will treat it syringes. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.